Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm during bolus. Customer's blood glucose level was 239 mg/dl. It also states that customer declined troubleshoot for bent cannula. The customer was advised that the device would be replaced. Customer will not return device for analysis.